Event description:
It was reported that the pump touch screen was unresponsive and timing off sooner than expected. There was no reported adverse impact to the customer's blood glucose level. No further information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.